Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the pump battery was unable to charge using multiple cables and wall adapters, which led to a pump shutdown. The customer's blood glucose (bg) level was 64 mg/dl. Reportedly, the pump began to charge successfully after leaving the pump plugged into a power source for 2 hours, and the customer continued to use the pump for insulin therapy.